Manufacturer narrative:
(B)(6).

Event description:
It was reported that the surgeon chose to use pk ha rci interference screws for interference fixation of the patella tendon graft in both the femur and tibia. Both the femur and tibia were reamed with an 8mm reamer. Graft was passed and the surgeon decided to go with 7 x 25mm pk ha rci due to hard bone. Insertion angle did appear awkward. After several turns of the inserter the surgeon felt an unusual sensation. He pulled a broken half of the screw out. The broken end of the screw was stuck in the femoral socket. No patient injury reported.